Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0062) was removed from service because of inappropriate shocks, sensing problems, and apon visual inspection a lead fracture. The lead was replaced with another cpi lead.